Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a 50-70% stenosed lesion within a stent, which also exhibited 60% stenosis distal to the stent, using an in.pact admiral balloon. The physician first used an atherectomy catheter to prep the vessel and remove atherosclerosis in the stent, as well as disease distal to the stent. The in.pact admiral balloon was prepped and loaded on wire and advanced to the desired treatment area. Once in place, physician inflated the in.pact admiral balloon to 4 atm and noticed that the balloon had burst. The physician was able to keep applying pressure to the balloon so that it was fully inflated and apposed to the vessel wall for approximately 3 minutes. The balloon was safely removed from the patient. There was no injury to patient as a result of the event.

Manufacturer narrative:
Visual and inspections were performed on the device: the balloon was found blood-stained, both inside and outside, and a kink was found at 83 cm of the working length, but no further issues were visible with eye. Due to the blood clots it was not possible to insert a 0,035¿¿ guide wire. The purging procedure was executed, but clear evidence of a leak was found (the air flow did not stop under (B)(6) pressure). During the inflation the pressure was not maintained and a pinhole was noted in the middle of the balloon, at 5cm from the proximal balloon welding. The pinhole was analyzed with the microscope. It looks like a little local scratch damage. The pinhole was measured and it is 0.53 mm high and 0,57 mm wide. No further issues noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.